Event description:
It was reported that the pump touch screen was on, but display remained black. There was no adverse impact to customer¿s blood glucose level. The customer will continue to use the current pump for insulin therapy.